Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. The insulin pump has minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a blank display. While getting out of the car, the insulin pump fell from his pocket and hit the side of the car. His blood glucose level was 350 mg/dl. The contacts on the battery cap were damaged. There were marks on the battery. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.